Event description:
A patient reported experiencing inaccurate high results with a surestep meter. The patient's blood glucose results were 12.0 mmol, 7.3 mmol meter to lab. Tests were done within 10 minutes with a difference of 64%. Patient did not experience any adverse events. No further information has been reported.